Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (tortuous lesion with 70-80% stenosis). Inherent risk of procedure (stent dislodgement). Deformation problem. Conclusion results: device failure related to patient condition (tortuous lesion with 70-80% stenosis). Known inherent risk of a procedure (stent deformation). (B)(4).

Event description:
The physician was attempting to treat a lesion in the lad exhibiting 70-80% and vessel tortuosity. During the surgery, the lesion was pre-dilated, but the device failed to cross the lesion. The physician removed the device and found the stent was kinked. The physician changed a new device to complete the surgery. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be dislodged evaluation summary: the device was returned for evaluation. The stent was severely deformed. The stent had dislodged from the balloon. Crimp impressions were evident along the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).